Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/22/2023, it was reported by a sales representative via sems-06038847 that an ar-7800 fibertape cerclage tensioner and an ar-7801 cerclage tensioner ratcheting handle had an issue, the tensioner was cutting the tape when tensioning. This occurred during use in an unspecified procedure on (B)(6) 2023 with no patient harm. Additional information has been requested. On 9/26/2023, the sales representative provided the following information via phone: this occurred during a sternal closure procedure. When the tensioner was cutting the tape, all fragments of the tape were removed from the patient. A disposable tensioner was used to complete the procedure successfully. There was no adverse effect to the patient reported and no case delay.

Manufacturer narrative:
Additional information: the complaint allegation was confirmed. Functional testing revealed that the cerclage tensioners operated as expected in the 80 graduation mark. By utilizing a wrench to get enough leverage and simulate use error, it was possible to go far beyond the 80 mark and make the suture break. It consistently broke the suture at the beginning of the slotted through hole. Since there weren't any defects in this area and it took a non-standard handle to get enough leverage to break the suture, it was concluded that the failure was most likely due to use error.